Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. Yunnan zhuoluan trading co., ltd (china) informed cook on (B)(6) 2022 of an event that occurred on (B)(6) 2022 involving a rosch-uchida transjugular liver access set (rpn: rups-100, lot: 14858929). It was reported that the 5fr catheter could not be inserted into the stiffening cannula. The procedure was completed by using another new device. No adverse effect was reported to the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), quality control procedures and specifications, as well as visual inspection of the returned device, were conducted during the investigation. One prior to use device (one stiffening cannula, one blue catheter and one trocar needle) was returned for evaluation with the trocar needle inserted into the blue catheter and the needle combo inserted into the cannula. Upon a visual examination, the blue catheter appeared to be sheared approximately 3.9cm from the distal tip. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure prior to distribution. A review of the device history record (DHR) for lot 14858929 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The current instructions for use [t_rups_rev4] packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." Evidence gathered from a review of the dmr, IFU, device failure analysis and DHR does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this event. The sheared section of the blue catheter was likely due to difficult advancement. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 5fr catheter in a rosch-uchida transjugular liver access set experienced resistance and could not be advanced through the 14g metal stiffening cannula. A new like-device was obtained to complete the procedure. The device was returned to cook. The 5fr blue catheter/stylet combination was returned inside the 14g stiffening cannula. The investigation revealed that the 5fr blue catheter was torn thus prompting this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): address line 2: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.